Event description:
Ous MDR - after an implantation period of about 45 months, oversensing with inappropriate therapy was reported. No adverse pt side effects have been reported. The device was explanted.